Event description:
It was reported the patient experienced coupling and or communication issues. The last time he felt stimulation was the previous night. He recharged his implantable neurostimulator (ins) the past (B)(6). He was seeing the move antenna and press start charge key. The antenna locate feature did not get the ins started again. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3888-56, lot# v572095, implanted: (B)(6) 2011. Product type: lead, product ID: 3888-56, lot# v572095, implanted: (B)(6) 2011. Product type: lead, product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead, product ID: 37752, serial# (B)(4). Product type: recharger, product ID: 37743, serial# (B)(4). Product type: programmer, patient product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension. (B)(4).